Manufacturer narrative:
The lens was returned for evaluation. Visual inspection found the lens in two pieces and portion of the optic and leading plate are missing. A retain sample from the same lot (7455529) was dimensionally inspected and all dimensional measurements were found to be within specifications.

Manufacturer narrative:
The lens was not returned for evaluation. A retain sample from the same lot (7455529) was dimensionally inspected and all dimensional measurements were found to be within specification. The device history record was reviewed and no nonconformities or anomalies related to this complaint were found. Based on the current information received, a definitive root cause of the reported event could not be determined. However, it is possible that user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.

Event description:
It was reported that the surgeon noted a "partial tear" of the lens after implantation. The incision was enlarged to remove the lens and a suture was placed. Additional info has been requested but no new info has been provided. Reference MDR #1313525-201500494 for the inserter involved in the event.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.